Event description:
The customer reported an ECG signal problem with the device. There was no reported adverse pt impact. The philips repair bench clarified that the pads / paddles ECG had a poor connection.

Manufacturer narrative:
(B)(4). The customer reported an ECG signal problem with the device. There was no reported adverse pt impact. The philips repair bench clarified that the pads / paddles ECG had a poor connection. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete. See scanned page.